Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia due to a omnipod personal diabetes manager (pdm) malfunction unable to reset. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) with ketones of 11. The patient was treated with intravenous fluids. The patient was released the same day.